Manufacturer narrative:
The spectra cylinders were visually inspected and functionally tested. They both performed within specifications. Explanted date updated from unknown to (B)(6) 2015.

Event description:
Device returned on 02/02/2016 for analysis. Additional information was received 02/14/2016 which indicated that the spectra penile prosthesis was replaced on (B)(6) 2015 due to infection.

Manufacturer narrative:
UDI for cylinder: (B)(4).

Event description:
It was reported that the patient was scheduled to have his spectra penile prosthesis removed due to unspecified reasons. No additional patient complications were reported in relation to this event.